Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side "capsular contracture baker grade iii implant exchange". Later, healthcare professional confirmed capsular contracture baker grade iii. Device has ben explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event capsular contracture was received on january 25, 2024, with lot number 3561847. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "capsular contracture baker grade iii implant exchange". Later, healthcare professional confirmed capsular contracture baker grade iii. Device has ben explanted.

Manufacturer narrative:
Correction to previous emdr summited: g,6 should have been captured as initial.

Event description:
Patient reported right side "capsular contracture baker grade iii implant exchange". Later, healthcare professional confirmed capsular contracture baker grade iii. Device has been explanted.

Event description:
Patient reported right side "capsular contracture baker grade iii implant exchange". Later, healthcare professional confirmed capsular contracture baker grade iii. Device has ben explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/21/2024.